Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call customer experienced high blood glucose. The customer¿s blood glucose level at the time of incident was 550 mg/dl. Customer¿s current blood glucose was 300 mg/dl. The customer was treated with manual shot. Customer also reported that insulin pump received insulin flow block alarm and cannula was bent. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.